Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned .

Event description:
It was reported that the second portion of the extended bolus request was not delivered by the pump. Review of pump data log showed that the full extended bolus had been delivered. Reportedly, the customer believes customer's blood glucose (bg) level was 282 (mg/dl) due to the reported event. A correction bolus was delivered to address bg level.